Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0y029, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) reported that there was a loss of therapy. Impedance measurements were not taken and they were advised to have the patient to complete a voiding diary. The patient was wet and it was noted that the change in therapy/symptoms was considered sudden. This occurred 6 days prior to the report. It was noted that the patient was in a nursing facility. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the device was working as designed and providing good therapeutic results for the patient. The patient had "issues" for a very long time and it was determined that the patient needed to have some physical therapy for pelvic floor muscles. Exercises in conjunction with using the device resulted in success as they were very pleased with the patient's progress. The cause of the event was believed to be the patient's muscle control and not device function.